Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/persistent pelvic pain"), menorrhagia ("heavy prolonged menses/ menorrhagia/ heavy menstrual bleeding") and endometritis ("endometritis") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 36 years old. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps/lower abdominal cramping/lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin irritation ("skin irritations/cannot wear fake jewelry"), rash ("rashes"), arthralgia ("joint pain"), alopecia ("hair loss") and allergy to metals ("can not wear fake jewelry which often has nickel in it"). The patient was treated with antibiotics, oral contraceptive nos, surgery (total hysterectomy with bilateral salpingectomy and oophorectomy with removal of the essure) and surgery (on (B)(6) 2013, endometrial ablation (novasure) was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, hypothyroidism, dyspareunia, skin irritation, rash, arthralgia, alopecia and allergy to metals outcome was unknown and the menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dyspareunia, endometritis, hypothyroidism, menorrhagia, pelvic pain, rash and skin irritation to be related to essure. The reporter commented: since the removal procedure, many of her symptoms related to the essure device have largely resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Reporter's information added. Event added: nickel allergy. Outcome of event menorrhagia and abdominal pain lower was updated from unknown to not recovered / not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/persistent pelvic pain'), menorrhagia ('heavy prolonged menses/ menorrhagia/ heavy menstrual bleeding') and endometritis ('endometritis') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 36 years old. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps/lower abdominal cramping/lower abdominal pain"), 11 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin irritation ("skin irritations/cannot wear fake jewelry"), rash ("rashes"), arthralgia ("joint pain"), alopecia ("hair loss"), allergy to metals ("can not wear fake jewelry which often has nickel in it") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos and surgery (on (B)(6) 2013, endometrial ablation (novasure) was done and total hysterectomy with bilateral salpingectomy and oophorectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, hypothyroidism, dyspareunia, skin irritation, rash, arthralgia, alopecia, allergy to metals and genital haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dyspareunia, endometritis, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, rash and skin irritation to be related to essure. The reporter commented: since the removal procedure, many of her symptoms related to the essure device have largely resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/persistent pelvic pain'), menorrhagia ('heavy prolonged menses/ menorrhagia/ heavy menstrual bleeding') and endometritis ('endometritis') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 36 years old. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps/lower abdominal cramping/lower abdominal pain"), 11 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin irritation ("skin irritations/cannot wear fake jewelry"), rash ("rashes"), arthralgia ("joint pain"), alopecia ("hair loss"), allergy to metals ("can not wear fake jewelry which often has nickel in it") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos and surgery (on (B)(6) 2013, endometrial ablation (novasure) was done and total hysterectomy with bilateral salpingectomy and oophorectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, hypothyroidism, dyspareunia, skin irritation, rash, arthralgia, alopecia, allergy to metals and genital haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dyspareunia, endometritis, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, rash and skin irritation to be related to essure. The reporter commented: since the removal procedure, many of her symptoms related to the essure device have largely resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/persistent pelvic pain'), heavy menstrual bleeding ('heavy prolonged menses/ menorrhagia/ heavy menstrual bleeding') and endometritis ('endometritis') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and morbid obesity. Plaintiff is 36 years old. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps/lower abdominal cramping/lower abdominal pain"), 11 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin irritation ("skin irritations/cannot wear fake jewelry"), rash ("rashes"), arthralgia ("joint pain"), alopecia ("hair loss"), allergy to metals ("can not wear fake jewelry which often has nickel in it") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos and surgery (on (B)(6) 2013, endometrial ablation (novasure) was done and total hysterectomy with bilateral salpingectomy and oophorectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, hypothyroidism, dyspareunia, skin irritation, rash, arthralgia, alopecia, allergy to metals and genital haemorrhage outcome was unknown and the heavy menstrual bleeding and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dyspareunia, endometritis, genital haemorrhage, heavy menstrual bleeding, hypothyroidism, pelvic pain, rash and skin irritation to be related to essure. The reporter commented: since the removal procedure, many of her symptoms related to the essure device have largely resolved. Right: approximately 3 to 4 coils visible in the endometrial cavity, left: 3 to 4 coils visible in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient's date of birth, medical history added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/persistent pelvic pain"), menorrhagia ("heavy prolonged menses/ menorrhagia/ heavy menstrual bleeding") and endometritis ("endometritis") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps/lower abdominal cramping/lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), dyspareunia ("dyspareunia"), skin irritation ("skin irritations/cannot wear fake jewelry"), rash ("rashes"), arthralgia ("joint pain") and alopecia ("hair loss"). The patient was treated with antibiotics, oral contraceptive nos, surgery (total hysterectomy with bilateral salpingectomy and oophorectomy with removal of the essure) and surgery (on (B)(6) 2013, endometrial ablation (novasure) was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, endometritis, abdominal pain lower, hypothyroidism, dyspareunia, skin irritation, rash, arthralgia and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dyspareunia, endometritis, hypothyroidism, menorrhagia, pelvic pain, rash and skin irritation to be related to essure. The reporter commented: since the removal procedure, many of her symptoms related to the essure device have largely resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.